Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on the newly implanted pacemaker due to high out of range pacing impedance measurements on this right ventricular (rv) lead. It was already known and reported that there was noise on the right atrial (ra) lead and rv leads. These leads were not manufactured by (B)(6) and had been in service since 2007. Technical services (ts) recommended further testing of the lead in clinic. No adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).